Event description:
A medtronic representative reported that passive planar blunt probe and small passive spine frame were both intermittently tracking during a spinal fusion case. They were unable to get both the probe and frame to show up in the tracking window during navigation. They were attempting to navigate only the passive planar blunt during access to the spine. Either the probe or the frame would show up in the tracking window, not both. They did not see anything in the line of sight that could affect tracking. They also tried changing position of the camera with no resolution. They changed the spheres on the instruments. They discontinued use of navigation and the case was successfully completed with no impact to the pt's outcome.

Manufacturer narrative:
A medtronic representative visited the site and was unable to reproduce the error during simulated use testing. All site's instrumentation and frame tracked normally with low geometry errors. Issue potentially caused by user error. The suspected device is not expected to be returned.